Event description:
On "(B)(6) 2009" a monarc sling was implanted. It was reported that the sling had eroded into the right fornix (vaginal cul de sac) which caused recurrent leukorrhea and discomfort. Resection of the exposed mesh was done on (B)(6) 2011.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.